Manufacturer narrative:
D4 - device serial number was requested but not provided. Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 15 days of data (B)(6) 2023 per the timestamp). The log file captured a no external power alarm on (B)(6) 2023 at 20:59:29 due to both system controller power cables being disconnected from power. The alarm resolved once the controller was reconnected to a power source. The log file also captured atypical no external power alarms on (B)(6) 2023 from 09:57:28 to 10:35:12 due to losses of power while connected to the power module. The alarms activated despite the bus voltage level indicating that the controller was connected to external power. The system controller backup battery supported the system during the losses of external power without any issues. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the no external power alarms on (B)(6) 2023 could not be conclusively determined through this analysis. The serial number of the heartmate ii system controller was not reported with the event. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2023 the patient had a hazard alarm each time she unhooked the white cable and attached it to the power module. The patient was on an ungrounded cable and reported they did not unhook both power cables at the same time. The patient denied any issues on (B)(6) 2023. The patient was on a grounded cable when the log files were saved and during interrogation. The system controller was exchanged, and it was reported there were no alarms when the patient left. An unshielded patient cable was ordered for the patient. The log files were submitted for review. The log files indicated that the patient appeared to be connected to a mobile power unit (mpu) while these alarms occurred, however the patient insisted that they were connected to the power module. The rsoc voltages were consistently from 12.2 to 12.8 volts (v). Log files also captured low battery hazard / no external power alarms at 8:59 pm on (B)(6) 2023, which seems to be due to use error during a routine change in external power and from 9:57 am to 10:35 am on (B)(6) 2023, which seems to be caused by the power to the mpu being briefly interrupted. These alarms caused the system controller to operate on the backup battery and there was no interruption in pump support during these events.